Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. The customer¿s blood glucose displayed as high on the continuous glucose monitor (cgm) and large ketones were present. Reportedly, the customer fell, hit her head and sustained bruising due to the high bg. Customer required assistance from her husband, who administered a manual correction injection of insulin. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.